Event description:
Per the clinic, the patient experienced an electrode migration (date not reported). Neural response telemetry was attempted; however, no measurements were obtained. There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on february 7, 2023.

Manufacturer narrative:
Correction: the infection and antibiotics as previously reported is not reportable since otitis media is not device related. This report is submitted on april 24, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced infection and extrusion of the device. Subsequently, the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on march 01, 2023.